Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event on (B)(6) 2014. Patient claimed he had an error message while experiencing a low and lost consciousness. A state trooper called paramedics and emt administered glucose to patient. Patient did not report any further medical intervention. At the time of contact with dexcom technical support, patient was in ok condition.